Manufacturer narrative:
The device is available for investigation. It has not been received.

Event description:
The event involved a transpac IV monitoring kit with safeset reservoir and 2 blood sampling ports 84" tubing disposable transducer, 03 ml squeeze flush, macrodrip (pole mount) that the customer reported the line disconnected. The customer reported the anesthesia technologist noticed the line disconnected where it should be bonded together. There was patient involvement, however, no report of adverse event.

Manufacturer narrative:
Additional information d10: the device was returned for investigation on (B)(6)2019 for investigation. H10: received one unused list# 011-46103-87, transpac® IV monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84" tubing, disposable transducer, 03 ml squeeze flush, macrodrip (pole mount). The reported complaint of "disconnected line" was confirmed. During visual inspection, the tubing breakage was observed at the safeset pocket. A pull test was conducted at a representative bond and did not find anything unusual. The probable cause for the disconnected line could not be determined. A device history review (DHR) lot# 4102146 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.